Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The returned fsi-sli-1000 insert received from the practice was tested in the qa lab on 11/11/2016 for the complaint of the insert is getting hot. The inserts was inspected with no abnormal conditions found. The insert was tested for temperature and a reading of 99.7 degrees was recorded at its hottest location. The insert was tested using a g-136 unit at 35cc of water flow, the test unit # was (B)(4), thermometer ID # (B)(4) (cal date (B)(6) 2016 - cal due (B)(6) 2017). In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4 f to warrant a failure.

Event description:
While using a cavitron 30k fsi-sli-1000 insert , the insert was heating up; no injury resulted.